Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause of the short is unknown. The patients impedances were within normal range after the battery and extensions were inserted and secured and the ipg was placed in the pocket. The rep saw the patient approximately 45 minutes after the stage 2 procedure in post-op. They ran brain survey and the proceeded to set up brainsense. When setting up brainsense an impedance test is automatically prompted to run prior to being able to run a signal test. The impedance test was successfully completed, but noticed one of the contacts was highlighted orange. They proceeded with setting up brainsense and after they saved the sensing settings, the rep went to the impedance tab to re-run an impedance test just to verify that the orange notification could be resolved. The impedance test then registered all contacts bilaterally as being shorted with very low numbers but all impedances were within normal range in bipolar bilaterally. They re-ran an impedance test at 1ma to make sure that enough current was being delivered to the system. They ended the session and reconnected and re-ran an impedance test with no change in result. They made group b with no saved settings the active group and re-ran a test with no change. They also ran some current at 0.5ma for approximately 2 minutes and re-ran the impedance test with no change in result. They ended the session and tried again before the patient was discharged and the same result showed. The short did not resolve prior to the patient being discharged. The patient will have a follow-up with the surgeon to assess.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the patient's short circuit resolved. What happened was impedance was taken at auto and at 1.0 and still showed short. Brainsense group was deleted. Ran test at auto and 1.0 and all green. Several impedance tests at auto and 1.0 was done. Some of the auto tests had one bipolar around 4100 ohms but everything green at 1.0. Survey was ran and had some peaks on both hemispheres but not all were artifact free. They ran setup and had to allow artifact and saw peaks but they looked very strange. Stimulation was turned on at c+ 0- and c+ 8-. The patient felt mild transient paresthesia. Everything was deleted and device was put into MRI mode as they are getting a scan of the spine. The patient's battery life drained to 91% with sensing on and when the group was deleted on wednesday, the patient's device stayed at 91% on friday. Additional information was received on 2020-nov-13 stating the patient is doing well and is pretty optimized. The battery life is still at 90% and based on their current settings, they have 6 years and 3 months left of battery life.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had stage 2 of the percept done today. Impedances were fine when the ins was connected to the extensions. Post-op, the rep went to use brainsense. Before brainsense, an impedance check was run and noticed they were slightly off. Another impedance check was run and there was a short on both sides. No symptoms were reported.